Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's parent reported that the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod on the back for between 5 and 24 hours. Following advice from the diabetes nurse, the parent removed the pod. Upon removal, the insertion site on the back appeared abnormal, showing blood, pus, redness, irritation and an abscess. A private general practitioner (gp) was contacted for a home visit. The gp diagnosed a skin infection at the insertion site and prescribed amoxicillin for 7 days, four times daily (dosage unspecified). At the time of the visit, the patient was wearing a different pod at another location, not the associated with the infection.